Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. There were no patient consequences.